Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: missing bending section, rubber, distal end, objective and light guide lenses due to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a missing bending section, bending section cover was partially missing, distal end was missing, and the objective and light guide lenses were missing was found. There was no patient involvement.